Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site reported that while troubleshooting the universal surgical manipulator (usm) 4 issue site stated they had been having issue with usm 3 at start up. Logs confirm 1162 error in the logs. Site had restarted and cleared error. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the universal surgical manipulator (usm). The usm came in for evaluation due to error 1162. The usm was tested on an in-house system and triggered error 1162. The usm was also tested on the functional test platform and failed the check cannula test. Upon further investigation. There was no fluid intrusion or physical damage. Remote logs also show error 1162.